Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a frayed modular cable. During alarm review there were no other concerning findings. However, there were a few low voltage advisory/hazards over the last few months on the system controller. The patient stated they wait until end of charge to charge their batteries. The event log files contained a few clusters of pulsatility index (pi) events as well as routine power source changes. There was no evidence of any type of driveline electrical conductor issue in the log file. The reported modular cable appeared cosmetic, and patient used rescue tape to the keep the frayed area protected. The patient experienced no symptoms at the time. No other unusual system controller alarms any other abnormal pump faults were seen in the log files. Based on the data in the log file, the equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage of the modular cable could not be confirmed through this evaluation. A specific cause for the observed damage could not be conclusively determined. The controller event log file contained events from 20nov2024 through 03dec2024. No notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. The modular cable was not returned for evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for modular cable, lot number 7964004 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.